Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2018-00090.

Event description:
This is the first of two reports. A biomedical engineer reported that two patients were injured. The a1059 mayfield modified skull clamp was used. Additional information was requested but no further information could be provided.

Manufacturer narrative:
The returned unit tested according to manufacturer specifications. Some routine wear and tear were found, which should not have caused the injury. The locking mechanism had some movement, the rocker arm was hard to move, and some small parts were wasted. Device history record: the build records were reviewed and showed no issues. The evaluation was unable to conclusively verify customer information as valid. The root cause is undetermined at this time.